Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during trauma surgery, a 4mm drill bit (from the trigen set) broke inside the patient and they were not able to retrieve the broken piece, thus, it was left in the patient. It is unknown how the procedure was resumed. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a 4mm drill bit, broke inside of the patient and the surgeon was unable to retrieve it. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Consequently, the root cause of the reported 4mm drill bit breakage could not be determined. The part number for this device was unknown, however, the 4.0mm short (and long) ao pilot drill (71631123 / 71631121) are comprised of stainless steel. The 4mm drills are manufactured and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. Therefore, no further clinical/medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This is a single use device, damage from misuse, excessive cleaning or rough handling are likely probable causes of the reported event. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.